Event description:
It was reported that insulin from the reservoir cap area leaked and strong smell of insulin in the insulin pump noted. The customer's blood glucose reading was 9.8mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.